Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolism was due to user error.

Event description:
During an atrial fibrillation procedure, an air embolism occurred. While ablating, the pump shutdown due to an empty saline bag. The system was closed out to the patient and the saline bag was replaced. The tubing set was purged and the system was reopened to the patient and st elevation was noted on the inferior leads. A transesophageal echo revealed air in the aorta. The patient went into cardiac arrest so chest compressions and defibrillation were used to disperse the air and stabilize the patient. An angiogram and CT scan were performed at the end of the day and the patient recovered and was discharged from the hospital in stable condition. The hospital concluded the cause of the air embolus was due to human error. There were no performance issues with any abbott device.